Event description:
Screws were placed in right wrist of pt. A short time later it was noted that the biological indicator was positive. After talking to staff involved, it was determined that the biological indicator was not processed properly. Staff was inserviced.